Event description:
It was reported that when using the bd pyxis¿ es server had issue as patient not crossing over to multiple station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that server had issue as patient not crossing over to multiple station. The technical support specialist (tss) dialed into the server to investigate the site down query and error messages. The error indicated that the assigned facility code 'btler' was not found, while the correct facility code for butler in the es server is 'bh'. Tss contacted interface engineering support team (iest) and collaborated with the customer via teams to enable admission, discharge, and transfer (adt) to send the correct facility code. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had issue as patient not crossing over to multiple station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.